Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet returned cassette sample was visually inspected and the drain bag check valve was sealed. The supplier manufacturer allowed an extra layer of drain bag film material to block the drain bag check valve preventing fluid from entering. When the cassette was tested on a calibrated console, the build-up in backpressure was heard during initial calibration. Fluid was prevented from entering the drain bag and resulted in back pressure build-up. The drain bag was cut and further inspection confirmed a second layer of drain bag film was preventing fluid flow to the drain bag. This observed issue of elevated back pressure could result in leakage around the pump elastomer area. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Quality engineering materials has notified the supplier of this complaint issue and images were sent for evaluation. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette leaked when installed in the console before a procedure, the procedure was completed after the new replacement was used. There was no patient involvement and no harm to the operating room staff.